Manufacturer narrative:
There were no allegations against the returned lead. Therefore, the lead is considered to have been ¿returned for disposal.¿ the report stated that the lead was pulled out by mistake during the patients ipg revision. The new ipg was connected to one (still implanted) lead and therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-02665. It was reported that during an ipg replacement on (B)(6) 2020 (manufacturer reference number 3006705815-2020-02644), the physician mistakenly explanted one of the leads. The ipg was connected to one lead. Effective therapy was restored post operatively. It is unknown which lead was explanted and both are being reported.